Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 30 mg/ml morphine a t a dose of 15.19 mg/day, 75 mcg/ml clonidine at a dose of 37.98 mcg/day, 25 mg/ml bupivacaine at a dose of 12.65 mg/day, and 100 mcg/ml baclofen at a dose of 50.64 mcg/day via an implantable pump for joint pain/arthritis and spinal pain. It was reported that the pump was too lateral and was causing some rubbing. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The actions/interventions included the pocket was revised and the pump was moved more medial. The patient presented for a pump pocket revision on (B)(6) 2017 and the pump was replaced at the same time. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient's weight was (B)(6). The patient's medical history was asked, but unknown. The event date was asked, but unknown. There were no further complications reported or anticipated.